Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: investigation revealed that the battery compartment was cracked. All of the keypad buttons were found to be intermittently unresponsive. The keypad was removed and there was contamination under all of the keypad button contacts. The ok button contact was found to be inverted. Unrelated to these issues, the contrast button was observed to be misaligned and the up arrow, down arrow and ok button symbols were worn, which have no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation revealed that all of the keypad buttons were intermittently unresponsive. There was contamination found under all of the keypad button contacts and the ok button contact was observed to be inverted. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/31/2015.